Manufacturer narrative:
The complaint of product incorporates / allows air passage on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported there was air leaking in the dialysis tubes. There were no cuts, holes, or defects noted on the tego device. There was patient involvement, but no patient harm noted.